Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 425cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with a 215cc mentor left breast implant and a 275cc mentor right breast implant on (B)(6) 2021.

Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed apparently ruptured, since the quality of the photo is poor. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Since no lot number was provided, no manufacturing record evaluation review could be performed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).